Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported there was positioning difficulty at implant attempt. It was also reported there were too many turns required to extend the helix. The lead was not implanted. No patient complications were reported as a result of this event.